Manufacturer narrative:
It was reported that a male patient presented in the emergency room on (B)(6) 2016, was diagnosed with a urinary tract infection and was admitted to the hospital. The foley catheter was inserted on (B)(6) 2016 and remained in place until (B)(6) 2016 when it fell out. The nurse stated there was a tear in the balloon. No other information was provided regarding the patient's condition or comorbidities. A new catheter was then inserted. There was no patient injury or need for additional intervention. The nurse stated these catheters are used throughout their facility without similar issues. The catheter was not returned for evaluation. A root cause has not been determined. Due to the reported need for a new catheter to be inserted, this medwatch is being filed.

Event description:
The foley catheter fell out allegedly due to a ruptured balloon and was replaced.